Event description:
L-cath midline inserted lt antecubital vein w/o difficulty on 7/21/97. Line has excellent blood return, but needed more pressure than usually needed to flush IV catheter immediately after insertion. However, blood return excellent, no s/s infiltration, phlebitis, occlusion at that time. IV d5 ns w/40 kcl connected and found to flow smoothly w/gravity. IV then attached to flo-gard pump and, again, pump working fine, no alarming of occlusion, etc. Pt family called that eve c/o difficulty flushing, but cath re-evaluated 7/22/97 and found to have excellent blood return and no s/s infiltration, phlebitis, occlusion. Rn called on 7/25/97: pt reported pain in IV arm. Told him not to give medication and rptr would come and place new IV tomorrow 7/26/97, lt arm vein found to be hard & tender 4 inches. Pt told to put warm compresses 4 x day to sore arm.